Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose level. The blood glucose level of customer was 27.4 mmol/l. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that customer had any symptom related to high blood glucose level. Customer corrected the high blood glucose level by insulin number when they used the bolus. Customer stated that insulin pump had no delivery alarm during prime and they pushed the plunger but no insulin dropped from infusion set. The insulin pump will not be returned for analysis.